Event description:
It was reported by the hospital contact that the presidio 10 cere 5mmx17cm coil (pc410051730/c22920) was partly stretched during adjustment. When the surgeon had positioned the 1st coil, it was noted that the shape was not satisfactory. He had to withdraw the coil into the microcatheter (details unknown). The coil was partly stretched during adjustment. The surgeon removed the coil out of the patient and changed another coil (details unknown) to complete. There was no report on patient injury. The patient had pcom with size 4.2*5.7 mm. Neck width:3.71 mm. The surgeon did stent assisted coil position surgery. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. There was no resistance during the procedure. The same microcatheter was used to complete the procedure. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It was not reported if coil entanglement with previously placed coils was suspected to contribute to the event. There were no other damages noted on the coil after the event. Based on the analysis of the device, the coil was not stretched as reported in the complaint event, but was damaged. The coil damage is all compression and buckling damage.

Manufacturer narrative:
It was reported by the hospital contact that the presidio 10 cere 5mmx17cm coil (pc410051730/c22920) was partly stretched during adjustment. When the surgeon had positioned the 1st coil, it was noted that the shape was not satisfactory. He had to withdraw the coil into the microcatheter (details unknown). The coil was partly stretched during adjustment. The surgeon removed the coil out of the patient and changed another coil (details unknown) to complete. There was no report on patient injury. The patient had pcom with size 4.2*5.7 mm. Neck width:3.71 mm. The surgeon did stent assisted coil position surgery. The product will be returned for analysis. There was no clinically significant delay in the procedure due to the event. An adequate continuous flush was maintained through the microcatheter. There was no resistance during the procedure. The same microcatheter was used to complete the procedure. It is unknown if the coil was used like a guidewire to reposition the microcatheter. It was not reported if coil entanglement with previously placed coils was suspected to contribute to the event. There were no other damages noted on the coil after the event. Based on the analysis of the device, the coil was not stretched as reported in the complaint event, but was damaged. The coil damage is all compression and buckling damage. Visual: very limited information was received. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the core wire and the coil were protruding unprotected outside the introducer sheath through the skive in the clear section proximal to the green introducer. The location is 17.0 cm off the distal tip of the green introducer. It was not reported in the complaint event that the core wire and coil were protruding thought the skive proximal to the green introducer. Microscopic: the coil was not stretched as reported in the complaint event, but was damaged. All the secondary looping is intact. There is no mechanical sheath damage resulting in an opened skive at the protrusion site of the core wire and coil, however the coil was damaged at the protrusion site. The coil damage is all compression and buckling damage. There are multiple sections of the coil with separations of the primary winding which may appear stretched, but is actually the end result of the coil buckling. Socket ring junction. Ball tip. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with a portion of the sheath protruding through the fracture. The damaged edges have been raised above the surface plane. The locking mechanism has stretching and compression damage. No manufacturing defects were found. Summary: as viewed through the returned packaging, it was found that the core wire and the coil were protruding unprotected outside the introducer sheath through the skive in the clear section proximal to the green introducer. Due to post-procedural handling, cleaning, and packaging it cannot be determined to what extent the damage found upon receipt occurred during the procedure. The coil was not stretched as reported in the complaint event, but was damaged. All the secondary looping is intact. There is no mechanical sheath damage resulting in an opened skive at the protrusion site of the core wire and coil, however the coil was damaged at the protrusion site. The coil damage is all compression and buckling damage. There are multiple sections of the coil with separations of the primary winding which may appear stretched, but is actually the end result of the coil buckling. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with a portion of the sheath protruding through the fracture. The damaged edges have been raised above the surface plane. The locking mechanism has stretching and compression damage. No manufacturing defects were found. No coil stretching was found; therefore the root cause of the coil stretching cannot be determined, however there are two possible contributing factors to the coil damage found due to compression and buckling damage. The primary contributing factor to the coil damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to protrude outside the sheath and for the compression and buckling damage found to the coil. This coil damage may have resulted in the coil not to have been shaped satisfactory in the aneurysm as reported in the complaint event which required its removal from the patient. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger..." Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coil damage and the positional shape not being satisfactory inside the aneurysm may have been due to interference which may have been distal in nature. This interference may have cause buckling and compression damage to the coil and for the core wire to protrude outside the sheath. While the exact source of this interference; whether of a fixed, detached, anchoring, or distal in nature cannot be determined, it may have been from the coils already dwelling inside the aneurysm (if previously place), from itself, from the distal tip of the microcatheter, from the stent depending on its placement location, or from an unknown source of interference. In addition, without the identification or the return of unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event could not be confirmed. The coil was not stretched as reported in the complaint event, but was damaged. The coil damage is all compression and buckling damage. Procedural factors may have contributed to the event. Additionally, a review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. Concomitant medical products and therapy dates: microcatheter (details unknown), another coil (details unknown).